Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system required maintenance and multiple cubies failed when attempting to recover storage spaces. The field service engineer (fse) found that full height main drawer 5 had two row trays not detected on the bus, causing the entire drawer to be nonfunctional, while half height main drawer 3.2 showed intermittent cubie detection issues. The fse attempted multiple reseating steps on the row tray and controller board connections for fh drawer 5, but since the issue persisted, the drawer controller board was replaced; after rebooting, the bogus cubie pocket error cleared, and the drawer became fully operational. For half height main drawer 3.2, several cubie pockets were not detected due to a broken plastic component on the module controller board that prevented secure bus wire seating; the board was replaced, and diagnostics were used to remove all cubie pockets and reseat row tray connections to resolve the issue and confirmed no issues with the tower. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failing when trying to recover storage spaces, drawer opened and popped out cubies different one each time. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies were failing when trying to recover storage spaces, drawer opened and popped out cubies different one each time. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.